Event description:
Reportability decision changed based on analysis completed on 9/16/2007. It was reported that while unpacking the device in preparation for a percutaneous coronary intervention, the tip of the 4.0 x 24mm liberte bare metal stent was found damaged. This device was not used on the patient. Product analysis found stent damage, a hypotube fracture and that the stent moved on the balloon.

Manufacturer narrative:
Product analysis could not verify the difficulty as stated in the complaint. The delivery device with the stent on the balloon was received and a hypotube fracture and stent damage was observed. The stent had also moved on the balloon and no tip damage was observed. Examination of the stent revealed it had moved distally on the balloon approximately 1.8 cm. Further examination of the stent revealed damage to the mid section of the stent. The stent struts were bunched up/crushed. Microscopic examination of the material surrounding the stent damage did not reveal any inherent material deficiencies that would have contributed to the formation of the damage. The exact cause of the stent damage could not be determined. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. There is no evidence that the device was improperly manufactured. The catheter also exhibited a hypotube fracture located 10.1 centimeters distally from the edge of the strain relief. Microscopic examination of the fracture face revealed evidence that the hypotube had been severely kinked at the fracture site. The cause of the hypotube fracture can be attributed to handling during preparation for shipment from the facility to return the device for analysis as stated in the clinical follow up information received. The manufacturing records for this device have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. No root cause can be determined.